Event description:
The customer reported that the device's speaker had a malfunction. It was confirmed the device did not produce sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number:(B)(6). Analysis was performed which included dispatching a philips field service engineer (fse) onsite to further evaluate the unit. The fse confirmed the alleged malfunction and proceeded to replace the power board to resolve the issue ; however, the speaker malfunction persisted. The fse replaced the speaker assembly and audio was confirmed. The unit passed both performance and verification testing and it was returned to service. Based on the information available in the case and the tested conducted, the cause of the reported problem was confirmed to be the speaker assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.